Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles within the tubing. Reportedly, the customer primed the tubing until the air was removed. Blood glucose was not impacted.